Event description:
Caller (daughter of pt) alleged discrepant results compared with the lab. Results as follows: date - ng, inratio - 4.4, lab - 6.4. Date - (B)(6) 2011, inratio - 1.5, lab - 3.0. Pt's therapeutic range: 2-3 inr. Pt took dose of coumadin on the morning of (B)(6) 2011 and also took last dose of antibiotics that same day. Daughter has been testing pt for over a year.

Manufacturer narrative:
Investigation pending.